Event description:
Catheter placed by physician on 11/16/92. On 12/16/92, pt seen in dr's office complaining of pain under right clavicle and 24 hrs of leakage from groshong catheter site. Pt had just finished last tarsal treatment. On 12/16/92, catheter removed at dr's office but upon removal distal 3 inches were not attached to proximal portion of catheter. X-ray revealed catheter tip in the anterior segmented artery of rt lower lobe. On 12/22/92, the catheter tip was removed by radiologic intervention.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.